Event description:
Dr implanted pedicle screws without rptr's knowledge. Rptr was never told anything about any screws. He is now totally disabled. His pain has increased 1000 times. He has to take a variety of pain pills, muscles relaxers, & pills for his bladder, bowels & stomach. He has owrsening low back pain, hip pain & leg pain (both legs). The screws in his back are bent.